Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced software error. The customer reported no adverse event. The event involved product(s) mmt-6102. Troubleshooting was performed but the issue could not be resolved. No harm requiring medical intervention was reported. No product return is required for mmt-6102.

Manufacturer narrative:
An attempt to reproduce the reported event using minimed mobile app (software version 2.2.0 and 2.5.0) installed on iphone 12 (ios 16.7.2) with mmt-1886 780g pump (software ver. 6.7w) was conducted and confirmed the issue was reproduced 100% of the time. The software did not successfully adhere to the specified requirements and did not perform in accordance with the expectations specified in the (B)(4), version e. After conducting a thorough investigation, we have found that the minimed mobile 2.5.0 application, subsequent to its upgrade from minimed mobile 2.2.0, fails to utilize the configuration specific to minimed mobile version 2.5.0 as intended. Instead, it resorts to the configuration settings from version minimed mobile 2.2.0. This mismatch in configurations becomes critical due to the different teneo url between the discover sections of minimed mobile 2.2.0 and minimed mobile 2.5.0. Consequently, the application minimed mobile 2.5.0, relying on the minimed mobile 2.2.0 configuration, erroneously pins an incorrect certificate to the firmware download api request. Thus, the root cause of the issue lies in the minimed mobile 2.5.0 ios app pinning the wrong the certificate for the firmware download api request. Esf 5076043 was created for this issue. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: 1. Uninstall the minimed mobile application by following the below instructions: settings > general > iphone storage > minimed mobile > delete app. By performing this step the customer will remove all the cached information related to the app. 2. Go to bluetooth settings on your mobile device and remove any listed pump. 3. On pump, go to paired devices -> select ""mobile xxxxxx"" -> select ""unpair"" -> select ""yes"" 4. Open the app store application on your mobile device 5. Search for the minimed mobile app and click the download icon to initiate download 6. Once the minimed mobile app is installed, open the app and follow the instructions on the app to login to carelink and re-pair pump with the mobile device. 7. Go to ""update pump"" screen and follow the instructions to complete software update. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.